Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Note: this pertains to one of two complaints that occurred during the same procedure. Reference manufacturer report number 3005099803-2009-01359. It was reported to boston scientific corporation that two autotome rx sphincterotomes were used during an endoscopic retrograde cholangiopancreatography procedure (ercp) on a female pt. According to the complainant, as soon as the diathermy was applied the cutting wire fractured. A second autotome rx sphincterotome was used with the same result. The procedure was completed with another of the same device. There was no report of pt complications reported as a result of this event the pts condition at the conclusion of the procedure was reported to be stable.